Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient. It was reported that the patient was recently implanted, and they were trying to get a hold of their manufacturing representative as they were having problems, issues, and questions about the device. The healthcare provider stated that the stimulation is supposed to be for the patient¿s left leg, but the patient is feeling it in their right leg, and in their buttocks; it is not working well. Patient services indicated that they would reach out to the manufacturing representative, but in the meantime, the patient was to follow-up with their healthcare provider. No further complications were reported. Indication for use is unknown. Additional information received from the patient's case worker reported that the patient's device had been explanted and "deemed a failure" due to patient compliance. No further complications were reported or anticipated.